Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted without issue. Two mitraclips were then implanted, reducing mr to a grade of 2+. However, post procedure, imaging revealed a thrombus in the left atrium (la), attached to the atrial septum. Heparin was administered to treat the thrombus. To remove the thrombus, aspiration was performed with the sgc. It was noted that the patient woke up from anesthesia with no immediate side effects. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstances as additional heparin was administered and additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.